Manufacturer narrative:
This is one event for the same patient involving two separate products. Additional information has been requested and will be submitted upon receipt accordingly. Note: allegedly this patient had a total of four isolated events of which are being filed under separate medwatch reports respectively. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event. The sudden cardiac event is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.